Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages to the instrument: an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. Various scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The side of the yaw pulley exhibited a char mark with a crater like deformation with a depth around .022. No broken pieces were noted. There was also charring on the grip close cable adjacent to the yaw pulley char mark. Log files shows the instrument was used for 1 hour and 24 minutes and a monopolar curved scissors (mcs) instrument was used for 49 minutes during the same procedure. Based on lack of damage to bipolar conductor wire, it is possible the mcs inadvertently arced to the tungsten drive cable on the maryland bipolar, and the arc track traveled down the cable to the side of the yaw pulley. Electrical continuity testing passed and the wire insulation did not exhibit damage. Failure analysis concluded the thermal damage was likely due to mishandling / misuse.

Event description:
It was reported that during a da vinci myomectomy procedure, the maryland bipolar forceps instrument was unable to function mid procedure. The representative present during troubleshooting noticed a broken cable. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.